Manufacturer narrative:
(B)(4). The device has not been returned to edwards for evaluation. Attempts to retrieve the device has been unsuccessful. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. However, patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm aortic valve implanted one (1) year, three (3) months, was explanted due to 3+ aortic regurgitation from a non-functioning non-coronary cusp leaflet. Pre-operative testing identified leaflet restriction and incomplete coaptation of the noncoronary cusp with associated mild cusp thickening. Upon explant of the device, the surgeon reported extensive pannus. The excised device was replaced with a 25mm aortic pericardial valve. It was reported there was no complications.